Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and failed. Share log review was performed and pairing failed error was found. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).